Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling" device requested, not yet received.

Event description:
During a total hip arthroplasty, the inserter tip fractured. No pieces fell into the patient and there was no delay in procedure. Another inserter was used to complete the procedure.

Manufacturer narrative:
Report source foreign- (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows signs of repeated use. Hardness of the screw found to be conforming to the device print specification. Scanning electron microscope examination of the fracture surfaces of distal part of the device revealed indications of overload fracture by exhibiting ductile dimples mixed with cleavage facets, indicative of a mixed mode fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.